Event description:
Caller reported experiencing air bubbles and gaps in the tandem mobi system on two occasions over the last two months, with the most recent event happening on (B)(6) 2025. The specific blood glucose value due to the issue was unknown; however, it was indicated as "high." Customer resolved the high blood glucose by setting up a new site and administering a correction bolus via the pump. The issue, once identified, was addressed by changing the cartridge and infusion set/tubing, and the customer confirmed they were no longer experiencing any problems.